Event description:
Type I diabetic using minimed paradigm insulin pump, failed delivery of insulin by pump. Blood sugar rose to -400 and ketones present. Immediate adjustment to pump therapy required.